Manufacturer narrative:
The pod was evaluated for damage and/or defects related to mfg. None were noted. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device was activated and terminated without alarm, however, the state of the pod (batteries exhausted) made the recovery of run data impossible. The customer stated, that he noted a kink in the cannula upon removal. The location of the kink correlated to the forward edge of the needle well, indicating that it could have occurred post-use, but this could not be determined. Unable to conclusively identify any specific failure mode in the returned device. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so they can notice and react quickly and appropriately to any issues.

Event description:
Customer reported his blood glucose levels went high after a few hrs of using the device. He did not recall specific levels and was unable to provide further info. The customer stated, that cannula was bent. Advised customer that he can prevent kinked cannulas by pinching up his skin and being careful of his insertion issues. He activated another pod and had no further issues. No further info reported. The device will be returned for evaluation.